Manufacturer narrative:
A ge service rep performed an on site investigation. The table generator interface and hard drive were replaced. Also, the software was reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed excessive mas on image overlays. No report of pt injury.